Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 on 6w failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer5 had failed. The field service engineer (fse) found that legacy drawer1.1 was failing to open and produced triple_clicking sounds when access was attempted. The fse inspected the rails and discovered a missing bumper slide, which was replaced. The fse then opened the back panel and found that the retractor band had snapped. The retractor band was replaced. The fse ran a diagnostic test, and although all components appeared to be functioning properly, the software would not complete the test even with the drawer fully closed. The customer was able to recover the drawer and successfully perform testing afterward. The system functioned after the field service engineer repaired the device.